Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to be damage sustained to sheath during insertion into the patient due to off axis loading. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not available due to privacy. A2: age & date of birth: requested, not available due to privacy. A3: patient sex: not available due to privacy. A4: weight: not available due to privacy. A5: ethnicity: not available due to privacy. A6: race: not available due to privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device was unable to be to be inserted into the insertion sheath. After the insertion sheath was positioned, when the angio-seal device was attempted to be inserted into the insertion sheath, the device could not be inserted smoothly due to resistance. The insertion sheath was therefore removed. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was ais. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site and the vessel diameter are unknown. The estimated blood loss was less than 250cc's. The patient was not injured during the event and medical/surgical intervention was not needed. No concomitant devices were used with the involved device.